Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of the sensor pod, the sensor wire remained stuck in the patient's arm. Patient's mother stated that she removed the sensor wire. Patient's mother inserted sensor into patient's arm, which is not an approved site. At the time of contact, the patient's mother did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).